Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing as well as r-wave undersensing during the implant procedure. The lead was repositioned during the procedure and caused a delay in surgery. The disposition of the lead is currently unknown. No patient complications have been reported as a result of this event.